Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of bullet dart detachment.

Event description:
It was reported that during a sacrospinous ligament fixation procedure using the capio slim device, the physician lost the suture dart while pulling the device out. The dart was not recovered during surgery and was presumed to have remained in the patient. Although the dart was searched for, it was not visible and left inside the patient. The physician decided to proceed with another suture and complete the procedure. No patient complications were reported following the incident.